Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 9 - overfill alarm) occurred with multiple cartridges. Reportedly, the cartridges were filled with 300 units. The customer's blood glucose level was 102 mg/dl. A new cartridge was successfully loaded to address the event.